Event description:
It was reported to philips that the system gave an alert indicating the uninterrupted power supply battery had failed, which can impact the system from booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. An on-site engineer then visited the site and confirmed that the ups battery in the cabinet had failed. To resolve the issue, fse advised the customer to replace the battery. After the batteries was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.